Manufacturer narrative:
The subject device was returned to the olympus local service department. The olympus local service department checked the subject device and found that the reported phenomenon was duplicated due to a poor contact of the video connector socket of the subject device. Olympus medical systems corp. (Omsc) could not investigate the subject device, because the subject device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Since the subject device was not returned to omsc, the exact cause was unknown. Omsc surmised that the reported phenomenon occurred since the video connector socket of the subject device was broken.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use, the scope detection of the subject device did not work. The user replaced the subject device with another device to complete the procedure. Other detailed information was not provided. There was no report of patient injury associated with the event. The subject device was used in combination with clv-s190.